Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to redo the load sequence multiple times after already completing the load sequence. There was no reported impact to the customer's blood glucose level. Customer was able to resume insulin delivery successfully.